Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) had a ventricular tachycardia (vt) episode. The ICD delivered anti-tachycardia pacing (atp) and accelerated the vt rhythm. Subsequently, three shocks were delivered. The therapy provided did not convert the rhythm. The patient remained under monitoring. No additional adverse patient effects were reported. This device remains in service.

Manufacturer narrative:
At this time, no further information is available. Should additional information become available this report will be updated.